Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing, resulting in pacing inhibition. As a result, programming changes were made and the patient's condition was stable. This rv lead has not been returned for analysis and no adverse patient effects were reported.